Event description:
Pulmonary wedge pressure catheter used for rite: balloon port initially filled with flush instead of air. Balloon deflated, procedure done. Upon removing catheter, balloon was missing from catheter. It was not in sheath. It is assumed it was left behind in the pt.